Event description:
The customer reported that the screens were black and the system would not completely boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug was replaced and the bios were reset during the service call. The system was tested and found to be working as intended and put back into service.